Event description:
Related to MFR report#: 2183959-2012-00702. On (B)(6) 2010, the pt was implanted with an ams perigee system to "treat her pelvic organ prolapse and stress urinary incontinence." It was reported that the pt experienced "continued incontinence, vaginal bleeding, infections, pelvic pain, groin pain, mesh erosion, and dyspareunia." It was also indicated that the pt has "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.